Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, the needle of the subject device was not able to lock onto scope. The locking mechanism was working out of the scope, however, when it was attempted to lock it onto the scope, it would not. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, d9, g1, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported customer allegation was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation wherein the needle adjuster lever was slid into the convex position, rather than into the groove near the scale on the handle. Based on the results of the investigation, the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.